Manufacturer narrative:
Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that before use the cs300 intra-aortic balloon pump (iabp) was not working on battery power. No patient involvement or harm reported.